Event description:
A patient was scheduled to undergo a revision surgery for a poly exchange due to a suspected infection. Intra-operatively, it was determined that the patient had a hematoma and not an infection. Therefore, no devices were removed/replaced. The patient received a washout and there were no reported issues with the implanted devices. Although the patient was not infected and the device's contribution to the event is unknown, this event will be reported to the FDA as a serious injury due to the patient receiving a surgical procedure.

Manufacturer narrative:
It was reported that a patient was scheduled to undergo an eleos poly swap due to an alleged infection. However, once the patient was in the operating room, it was realized that the patient had a hematoma and did not have an infection. It was confirmed that no implanted devices were revised during this operation. Additional details regarding the patient's history and original surgery are not known. The root cause of the hematoma could not be determined based on available information. If additional information is received, a supplemental record will be reported accordingly.